Event description:
It was reported that there were low out of range impedance values during an implant procedure. The manufacturer representative (rep) reported that pair 03 was reading 36 ohms. The lead was removed and replaced. It was later reported that the new lead had perfect impedances.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3 389s-40, lot# va0twje, implanted: (B)(6) 2015, product type: lead; product ID neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. (B)(4).